Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and revealed that the proximal conductor was fractured. It was noted that all conductors had blood/body fluid (not obstructed), the outer insulation was pulled apart (overstress), breached cut, and had cosmetic depression. (B)(4) the full lead was received in segments, analyzed, and revealed that the distal conductor was fractured. It was also noted that the distal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut with cosmetic depression and visible white substance, and blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that right atrial (ra) lead had high impedance with a possible lead fracture. It was also reported that the right ventricular (rv) lead which had been previously capped may also have a lead fracture. Both leads were explanted and the chronic rv lead remains in use. No patient complications have been reported as a result of this event.